Event description:
It was reported that the patient experienced a prickly stimulation sensation 1 week after a falling in the bathtub. The patient was at work. Further information is being requested from the hcp.